Event description:
In-stent thrombosis. It was reported that three months post implantation of an enterprise stent, the patient stopped taking plavix for a week and experienced in-stent thrombosis. There is no procedural information available and it is not known how the diagnosis was made to how the event was treated. It was further reported that the patient is fine and there will be no further information provided. Without additional procedural/patient information and without procedural and post procedural images, it cannot be determined if intra-procedural or vessel character characteristics contributed to the reported in-stent thrombosis. As outlined in the instruction for use, the enterprise is contraindicated in patients in whom anti-platelet therapy is contraindicated. The clinical factor of the patient's discontinuation of the prescribed plavix for unknown reasons is an identified contributing factor.

Manufacturer narrative:
The lot number of the implanted enterprise stent is not available; therefore, a device history record review cannot be completed.